Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller inquired about an an marker that was noted when this patient went into paroxysmal atrial fibrillation (af) and if the arrythmia was being detected as noise. Intermittent undersensing of the af was also observed. A boston scientific technical services consultant discussed device programming and function in regard to the reported clinical observation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this caller inquired about an marker that was noted when this patient went into paroxysmal atrial fibrillation (af) and if the arrythmia was being detected as noise. Intermittent undersensing of the af was also observed. A boston scientific technical services consultant discussed device programming and function in regard to the reported clinical observation. No adverse patient effects were reported. It was reported that the caller inquired about an marker and t-wave oversensing (twos). The patient was in the clinic for a follow up visit. A boston scientific technical services consultant informed the caller of the meaning of the an marker and walked through how to measure heights of signals using egm measurement tools with a programmer. Some of the oversensed t-waves measured approximately 1.0 mv and sensing was programmer to fixed. The consultant discussed possible programming options to raise sensing. The system remains in service and no adverse patient effects were reported.